Event description:
Customer reported that their system had gone down twice. This cpu was rebooted and is working now. This resulted in a temporary liability to centrally monitor pts, however, bedside monitoring was not effected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is completed.